Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: lockdown. Omnipod software app version: 3.1.6. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: g6. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient was admitted to hospital on (B)(6) 2026 with diabetic ketoacidosis. The patient¿s blood glucose levels rose above 400 mg/dl while wearing the pod between 24 and 36 hours. Reported symptoms include nausea, vomiting and inability to eat or drink. The patient was treated with unspecified medications to treat nausea and insulin. The patient was released 7 hours later, on the same day.